Event description:
It was reported that this device could not be interrogated by the latitude communicator. The patient was trying to do an interrogation at home with the latitude communicator when the message device not found occurred. Technical services advised the patient to contact the latitude service center for some troubleshooting. There were no adverse patient effects.